Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device passed all functional testing including impedance calibration test, defib/pacer stress testing, bench handling and defib cycling without duplicating the report. The device works as expected. The device was recertified and returned to the customer. Review of the device's history log observed that when the user attempted to charge the device, it was unable to deliver a shock because the user pressed the shock button on the device instead of the paddle shock button. The logs showed a "button:4 shock" press, followed by the "use paddle dischg" message. Per the r series operates guide, the front panel shock button is only active when using onestep electrodes, hands-free therapy electrodes (see r series accessories on page b-1 for a list), external autoclavable paddles, or internal defibrillation paddles without a discharge button. The shock button illuminates when the device is charged and ready. To discharge the defibrillator when using paddles (internal or external) with discharge buttons, press and hold the shock buttons on the paddles. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge using internal handles. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
No UDI justification: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.